Event description:
Customer reportedly rec'd the following results within ten minutes on the accuchek compact plus system: 34 mg/dl, 367 mg/dl and 319 mg/dl. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.